Event description:
Product is miracle mist breathe easy room humidifier bought at (B)(6) in 2017. Its model is 17002, ontel products corp, (B)(4). Made in (B)(4). The product functions as advertised. My problem is that it is not designed to have a wick (a filter) and even though I was using city water, the humidifier, I eventually discovered, was spewing out a white contaminate that was going through my home's duct work and clogging up the furnace filter, which in turn stopped the air flow causing the furnace to stop and cool down to about 62 degrees before coming back on. I spent about (B)(6) on 3 service calls before I discovered it was the filter and not the furnace. What is disturbing is that I was breathing in that contaminate from the air for several weeks before I discovered what was happening. I recommend that all vaporizers and humidifiers have wicks/filters so that water contaminates are not unsuspectingly being put out in our homes in the air that we breathe. Could be bad for people with asthma. Or at least warn people that tap water may be harmful to their health. I purchased in (B)(6) 2018. When I moved to different town I noticed problem. (B)(4).